Manufacturer narrative:
(B) (4).

Event description:
In (B) (6) 2009, the pt had spinal fluid leakage. According to the pt, a blood patch was done "which caused her to have a stroke - she got air from the blood patch injection". In (B) (6) 2010, the pt reported that the physician wanted her to have an MRI because she had been feeling a lot of pain and she had headaches so bad that it gave her nausea. The pt was concerned that spinal fluid was leaking again, because she was experiencing similar symptoms prior to her blood patch in (B) (6) 2009. The physician reported that the pt had a spinal headache. The pt outcome was reported as "no injury". The device system was used to deliver sufentanyl and clonidine.